Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. However, alarm during self-test due to faulty board. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, and cracked case at the reservoir tube window corner, cracked reservoir tube window and cracked battery tube threads.

Event description:
Customer reported via phone call that their insulin pump is alarming. The blood glucose reading was around 300 mg/dl.